Manufacturer narrative:
Manufacturer's investigation conclusion: the customer reported that the system controller with a damaged white power cable lead was inconclusive (not determined) as no parts or log file were returned for evaluation. The patient replaced the controller without any issues. The customer reported that the damaged controller was going to be retained by the hospital. No details regarding the damage were given. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook. The heartmate ii lvas patient handbook instructs users to use precautions handling the driveline and power lead cables. Specifically, the cables should not be twisted, kinked and severely bent so as to damage the internal wires. Also, precautions should be taken not to damage the external outer jackets of the cables (cuts, marring and crushing). The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged because the white lead is broken. Exchanged controller without any incidence. No further information was provided.